Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6. As reported, the balloon of the 6/7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have been deployed on the catheter shaft with the sealant covering the balloon¿s proximal tip as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, there was no saline in the balloon of the returned device was revealed. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase which may have contributed to the reported failure. A product history record (phr) review of lot f1920701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. There was no leak in the balloon noted during functional analysis. The balloon met specification during microscopic and dimensional analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrect prep of the balloon during the procedure, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, it instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr reviews nor the product analysis suggests that the reported event could be a failure or defect related the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6/7f mynx grip vascular closure device (vcd) ruptured. There was no reported patient injury. The device is expected to be returned for evaluation.